Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6) 2013, inratio: 1.3; lab: 3.6. Therapeutic range: unknown. Time: 1 hour between tests.

Manufacturer narrative:
Investigation pending.